Event description:
It was reported that the customer had a crack on the insulin pump. Customer stated that her pump was cracked on the bottom left-hand corner near the reservoir window. Customer stated that the pump damage was not caused by a vehicle accident. Customer stated that the pump damaged was due to wear and tear. Customer did not drop or bump the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: unit received with cracked case on display window corners, cracked lcd window, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.